Event description:
The device was used during a procedure on the colon. Reportedly, the staple line did not hold. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.